Event description:
It was reported that a minimum fill notification occurred when customer attempted to reload cartridge with unknown remaining insulin and was not trying to load new cartridge initially. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to properly fill and load new cartridge, and loading second cartridge resolved issue and allowed insulin delivery to resume.